Manufacturer narrative:
This product has not been received back for evaluation. The problem cannot be confirmed. The customer has been reminded to use approved cleaning agents per the IFU for the product. Device was scrapped.

Event description:
The customer reported that during an unknown time the thumb tab of the stylet broke off. It was unknown if there was any patient involvement. No user harm reported. A follow-up by the area manager for the distributor of the product verified the product had been thrown away and could not be returned for evaluation or investigation. The customer uses a cleaning agent that is not on the recommended list in the IFU for the product.